Event description:
Voluntary medwatch received states that the patient presented with chest pain and atrial fibrillation (af) with rapid ventricular response. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold, high pacing impedance and undersensing. No intervention was reported and no patient condition or further information could be obtained.